Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope was grinding and the image was flipping. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30-degree endoscope instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated and confirmed the customer reported complaint. The reported issue was due to aea damaged or friction issue a review of the instrument log for the 30-degree endoscope (part: 470057-08/ serial: (B)(4)) associated with this event has been performed. Per logs, the 30-degree endoscope instrument was last used in a procedure on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.